Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via e-mail stated that after a few weeks of use, the upper part of her oral-b toothbrush came off quickly while brushing and shot out of her mouth. No injury was reported.